Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email when inserting the anchor, it broke. An anchor arthrex was used to complete the procedure. No patient consequences.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual inspection revealed the distal tip of the anchor is cracked and not broken as reported. The reported failure cannot be confirmed. The anchor remains held in place by the suture. It was observed that the crack occurred vertically on one side of the anchor, which may potentially be due to hard bone quality, off axis insertion, or improper bone hole preparation; however, a definitive root cause for the reported device failure cannot be determined. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email when inserting the anchor, it broke. An anchor arthrex was used to complete the procedure. No patient consequences.